Event description:
It was reported that the rf (radio-frequency) head was intermittently unable to be used with the programmer, and there were no lights on the rf head when communicating. The rf head was changed, with no resolution of the issue. A faulty rf head connector on the programmer was noted. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).